Event description:
Consumer reported that she was at the end of her menstrual cycle when she inserted a tampon because she was spotting. Consumer stated that she went to remove the tampon that night, did not find the string and thought she had forgotten that she already removed it. Consumer reported that in the following days she continued to experience spotting and had a foul smell. On (B)(6) 2020, four days after the tampon was inserted, she woke up feeling very ill with nausea and cold-like symptoms. She self-checked internally while in shower as she was concerned some of the tampon may have remained inside of her, when she discovered the tampon was still inserted. She was unable to remove the tampon and rushed to the emergency room fearing that she was suffering from toxic shock syndrome (tss). The tampon was removed by medical staff and it was discovered that there was no string attached to the tampon. Consumer stated that blood work (unspecified) done in the ER did not show any infection or tss. No medications were prescribed and no follow appointment was required. Consumer stated that she did not notice that the tampon did not have a string prior to insertion. Consumer reported that she has recovered.